Event description:
The customer reported that the mrx defibrillator did not deliver shocks twice to a pt during a procedure. On the third attempt the energy was successfully delivered by the device. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4).